Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2025 with an abscess that developed at the infusion site (abdomen) after wearing the pod between 36 and 48 hours. The patient reports presenting to urgent care on (B)(6) 2026 and then were seen again on (B)(6) 2026 when they were admitted. Whilst hospitalised the patient was treated with intravenous lorazepam and cefalexin as well as surgical drainage of the abscess. Upon discharge on (B)(6) 2026, the patient was prescribed further cefalexin.